Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material from the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in nozzle could not be identified and a definitive root cause of the issue could not be determined, as no additional device reprocessing information was reported or available. Additionally, a definitive root cause of the observed burn on the distal tip cover could not be determined, however, the issue was likely the result of a high-energy endo therapy accessory used (laser, radiofrequency, etc.) Without ensuring sufficient distance from the distal end. The issues may be detected/prevented by following the instructions for use section(s) below: gif/cf/pcf-290 series, chapter 3 preparation and inspection. Gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.